Manufacturer narrative:
Infutronix is waiting for the affected device to be returned for evaluation.

Event description:
On (B)(6) 2022 , infutronix received a complaint from an end user: "we had a patient come back for disconnect and they had a problem with the tubing leaking from around the filter." Device operator was a nurse. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.